Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: scs-linear leads. Model: sc-2218-50. Serial: (B)(4). Batch: 5062332/5098294.

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort with the spinal cord stimulator (scs) device. All device components were explanted and were not returned